Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a neurostimulation device, implanted on (B)(6), 2011. It was reported that the pt had symptoms after the procedure, such as weakness to one side of her leg, which she was favoring just due to pain. The implanting surgeon had the pt "up and walking." The surgeon also the pt checked out for a neurological event. It was reported that the pt was turned over to internal medicine at the hospital and was later discharged to a nursing home. It was reported that the pt was found unconscious and transferred to the hospital. At the hospital, they tried to resuscitate the pt, but were unsuccessful. It was further reported that the pt passed away "six (6) or so days post surgery."